Event description:
Pacemaker generator battery depletion occurred before warranty period. Severity of depletion caused device not to be able to be pinged or interrogated. FDA safety report ID # (B)(4).